Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was located up into the patient's clavicle area were the patient was not able to move his left arm. The physician moved the device to sub-pectoral. The device remains in service. No additional adverse patient effects were reported.